Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
On (B)(6) 2015 additional information was received from a consumer regarding a patient receiving intrathecal hydromorphone 5 mg/ml at 0.5 mg/day, which was then decreased to 0.24 mg/day. The patient was sent home after their surgery on (B)(6) 2015, and they woke up throwing up and disoriented. The patient stated they had hypothermia, and their body temperature was 94 degrees. The patient was nauseous for an entire month and a half afterwards. The patient stated she got an overdose of some sort, and they were inquiring about a single bolus of 0.6194 mg that was delivered over 8 minutes, according to their telemetry strip. The patient had a refill scheduled on (B)(6) 2015, and they were to bring their strip with them to discuss with their healthcare provider.

Event description:
Correction: additional information was requested to determine relevant device identifiers after the surgery on (B)(6) 2015; diagnostics, actions, and interventions taken to resolve the symptoms; and the cause of the patient's symptoms.